Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: one 3ml integra syringe in an opened blister pack from batch 8324872 was received and evaluated. The plunger rod was fully depressed with the retraction mechanism activated and the cannula concealed inside. The hub was removed and visually inspected with no defects observed. The reported defect was not identified in the samples received. Physical unused samples from the same batch are necessary for leakage testing and a more thorough evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd integra¿ syringe with detachable needle hub leaked during use. The following information was provided by the initial reporter: material no: 305270; batch no: 8324872. It was reported that while administering a vaccine to a patient and medication leaked out of the hub, wasting the shot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd integra¿ syringe with detachable needle hub leaked during use. The following information was provided by the initial reporter: material no: 305270, batch no: 8324872. It was reported that while administering a vaccine to a patient and medication leaked out of the hub, wasting the shot.